Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at their pocket site. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was repositioned to a better pocket site.